Event description:
It was reported the patient's right leg shakes 1-2 times per minute while in a relaxed state. The reporter indicated the patient receives a very low dose of morphine; the patient's next refill is not for one year. The patient saw the physician for a "refill" visit in 2008. Additional information has been requested.

Manufacturer narrative:
.